Manufacturer narrative:
This report is submitted on april 10, 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to replace the internal magnet (specific date not reported). The implanted device remains. This report is submitted on may 11, 2023.